Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement. A surgical procedure was done to revise this lead, but due to lack of venous access, the procedure could not take place. Another procedure will take place later to remove this lead and implant a new one. Increased threshold measurements had previously been noted on this lead, but they became normal at the time of this procedure. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information that the second procedure has taken place. A new rv defibrillation lead was successfully implanted. No adverse patient effects were reported. To date, this lead has not been returned to boston scientific. If this lead is returned, technical analysis will be performed and an updated report will be submitted.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.